Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 389 mg/dl. The customer was assisted with troubleshooting. The customer mother said hospital was did intravenous insulin later after the troubleshooting. Customer experienced symptoms such as chest nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer reported that they did not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.